Manufacturer narrative:
Investigation summary: customer states that he couldn't get it out because there was a thin film of some kind stuck to the back. The returned pen needle was examined and exhibited delamination of the tear drop label. A complaint history check was performed and this is the 2nd related complaint for delamination on the provided lot number. A review of the device history record was completed for the provided lot number. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported bd pen needle had damaged unit packaging. The following information was provided by the initial reporter: "the customer opened the box to get the needle out, but he couldn't get it out because there was a thin film of some kind stuck to the back."